Event description:
Nasogastric tubes were labeled as opaque, to be detected by x-ray. Multiple times the radiologist was unable to visualize the catheters appropriately. The MFR was notified. The MFR then removed the entire lot. The problem was resolved.